Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the rep wasn't made aware of the por and checked with the hcp account and they have the patient scheduled to come in to be seen this week. The rep will follow up once they determine what caused the por. This patient is on the product replacement list and had been for some time, so it¿s likely due to normal battery depletion. Patient also has hospice so end of life is near, so the rep was not sure if patient will make it to appointment to be seen at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got the power on reset (por) message on the day of the call. When asked if the patient had any recent medical procedures or emi, the caller indicated that the patient was home bound in hospice. The caller was redirected to follow up with the patient¿s healthcare provider to get the por cleared. Later that day, the caller called back reporting the same issue and that the healthcare provider had told them to call back. An email was sent to field representatives. No patient symptoms were reported. No further complications were reported. Additional information was received from a healthcare provider (hcp) indicating that the patient was laying down in bed at the time of the por message being seen. The caller was redirected to the patient's managing healthcare provider. No further complications were reported.